Event description:
It was reported that the patient was placing the infusion set in the middle of their abdomen, at least two inches below the belly button. During one of the infusion set changes, some blood appeared. They fill each cassette with 150 units and perform changes every 3¿4 days. There was no patient injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.